Event description:
It was reported that the insulin pump had a blank display. The blood glucose reading was 241 mg/dl. Upon troubleshooting, it was found that the display did not return. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was blank display due to battery tube connector not plug in properly, however the insulin pump was received with normal operating currents. The insulin pump was also received with minor scratched display window.